Manufacturer narrative:
Insulin pump passed displacement test, prime test and excessive no delivery test. Unable to perform basic occlusion and occlusion test due to reservoir tube lip broken off. Pump received with reservoir tube lip completely broken off noted. The test reservoir does not stay locked in place due to reservoir tube lip broken off.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer blood glucose level was 500, 430 mg/dl at time of incident and current blood glucose was 260 mg/dl. Customer treated with manual injection. Troubleshooting was performed for high blood glucose level. The product will be returned for analysis.